Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the patient sample was not provided, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a (B)(6) result for 1 patient sample tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 6000 e 601 module. The (B)(6) result was reported outside of the laboratory. The (B)(6) result from the e601 module was (B)(6). The sample was repeated on an abbott architect system and the result was (B)(6). There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The customer stated quality control results were within range.